Event description:
It was recently reported that this cochlear implant recipient had meningitis and was hospitalized. He recovered and was released from the hospital. Cochlear has requested more information from the healthcare provider and will update the FDA as soon as the information becomes known.